Manufacturer narrative:
Emdr section h6 e code was corrected.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment using gore® excluder® conformable aaa endoprosthesis for abdominal aortic aneurysm. Since the proximal neck angle was highly tortuous (100 to 120 degrees), it was reported that the position was adjusted several degrees when the main body was placed. After all stent-graft deployments, hemostasis was achieved using perclose. Angiography was performed because the pulse of the right leg wasn't good. Stenosis was observed distal to the dorsalis pedis artery, and distal to the plantar artery. An attempt was made to pass through the dorsalis pedis artery occlusion, but it was not successful. Since the anterior tibial artery (ata) and the posterior tibial artery (pta) appeared to have stenosis part, dilation was performed with 2 mm × 15 cm pta balloon. Papaverine was injected several times. The blood flow gradually recovered, and although it was finally a slow flow, the flow of the dorsal and plantar arteries was also confirmed by doppler. The patient tolerated the procedure. The physician states as follows. Since it was a evar with high tortuosity, it is possible that a fine thrombus may have flew. However, it is believed that the stenosis that could not be passed was originally.